Event description:
On 07/22/2024, zyno medical llc received a report that the device does not alert when there is air in the line.

Manufacturer narrative:
A CAPA has been opened to investigate this failure mode.